Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient has burning sensation following an MRI and CT scan and is experiencing tingling sensations. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Medwatch received mw5165619.

Event description:
Medwatch received mw5165619.

Event description:
Additional information was obtained, revealing that the system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
The reported issue was not confirmed in relation to the returned paddle lead. Visual inspection of the paddle lead found it was in fair condition with no broken internal wires. Device passed an end to end continuity check from contact to corresponding contact and no electrical opens were found. The device also passed isolation testing (verifying adjacent channels are not electrically shorted). Analysis of the device did not identify any anomalies that would contribute to the patient symptoms.